Event description:
It was reported that the rotational locks were slipping, allowing table movement. The locks were engaging but not holding the table. The customer was instructed to use caution until the locks were required. There were no reports by the customer of table movement during pt transfer. The ge field service engineer (fe) observed that some oil appeared to have gotten on the lock platen. The platen was cleaned, and the locks replaced. The new locks were tested and performed to specifications. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.